Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 365 mg/dl with extreme thirst and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history did not match the programmed basal rates; the pump¿s basal history did match the programmed basal rates. The reporter noted the pump¿s time and date reset when the battery was removed for less than 24 hours. This complaint is being reported because the alleged health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #2: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the black box showed evidence of a time/date reset after a pump reboot on 04/02/2015. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, the display had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2015. The black box shows an unexplained por on (B)(6) 2015 22:02; deliveries resumed at 22:13. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal total daily dose correctly showed 24.0u. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.